Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During priming of a mars kit, the customer noticed an external fluid leak. The mars kit leaked fluid at the connection between the waste bag and the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was received and evaluated. The evaluation confirmed that there is a leakage at the waste bag. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.